Event description:
During testing, it was reported that the drill attachment over-heated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment has reached the mfg site. An investigation is anticipated, but not yet begun. A f/u report will be filed once the investigation is complete.